Event description:
It was reported the colonovideoscope during reprocessing after use, had a chemical substance resembling adhesive or rubber fragment that was observed ejecting from the distal end nozzle. This event occurred about one month after the previous repair. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the foreign material was identified as black silicone rubber. Silicone rubber is used in various medical devices and instruments as the air/water valve packing, such as the packing of the connector of the water container, the packing of the injection tube mounting. We presume that fragments of silicone rubber may have entered the pipe due to damaged, deteriorated, or falling off, potentially leading to the clogged air/water nozzle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.